Manufacturer narrative:
Additional information: a review of the patient¿s log files showed persistent low flow alarms that were triggered when the flow dropped below the low flow limit of 2.5 lpm for longer than 10 seconds. These alarms persisted until 02:49:14 on (B)(6) 2021 when there was an intentional pump stop and the lvad was turned off. At which time, the pump parameters gradually decreased until they reached 0. Despite the observed events, the pump appeared to function as intended at the set speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 with no notable perioperative complications. On (B)(6) 2021, a reduction in glasgow coma scale (gcs) was noted despite weaning off sedation, associated with right gaze deviation and anisocoria. A CT of the brain was done on (B)(6) 2021, and a diagnosis of ischemic stroke was confirmed. Medical management to reduce intracranial pressure was instituted. 2 days postoperatively, the patient had further deterioration in condition and loss of reflexes, suggesting a brain stem injury, which was confirmed with a repeat brain CT. Hemodynamic status continued to deteriorate despite maximal vasopressor support and ventilatory requirements increased with no spontaneous breaths observed. The patient passed away on (B)(6) 2021. The pump was functioning as intended with no alarms, and the device was not explanted. The patient was on isotropic support prior to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. It was reported that a computed tomography (CT) scan was done on (B)(6) 2021 when the patient did not wake up. These scans confirmed an ischemic stroke. The patient was comatose on life support in the intensive care unit (ICU). The hm3 pump was functioning as intended with no alarms, and the patient had already been started on isotropic support prior to the event. Additional information was received stating that the patient was implanted with the hm3 and had no notable perioperative complications. On the patient¿s arrival back to the ICU, it was noted that the patient had a reduction in glasgow coma scale (gcs) despite weaning off sedation, associated with right glaze deviation and anisocoria. Therefore, on (B)(6) 2021, an urgent CT scan was taken showing extensive infarcts involving the right middle cerebral artery, and the left frontal cortex. Medical management to reduce intracranial pressure was instituted. On (B)(6) 2021, the patient experienced a further drop in gcs, and a loss of reflexes which suggested a brain stem injury, which was confirmed with a repeat CT scan. The brainstem infarct resulted in a poor neurologic prognosis. The patient¿s hemodynamic status continued to deteriorate and the lvad flow dropped below the low flow limit to 1.3 lpm, triggering low flow alarms. The patient was on maximal inotropic support. The patient passed away on (B)(6) 2021 and the device was not explanted. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2021. No further information was provided. The manufacturer is closing the file on this event.